Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2013 - the pt was implanted with a bard flat mesh during a total pelvic mesh repair. The attorney alleges the pt experienced an unspecified adverse outcome associated to the use of the device.

Manufacturer narrative:
Addendum to the initial report. Based on the patient's legal fact sheet the patient underwent implant of a non-bard/davol graft prior to implant of the bard/davol flat mesh. It is also alleged the patient underwent a revision procedure eleven months post implant of the bard/davol flat mesh. With the current information available no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following is based on a review of the patient's legal fact sheet provided to davol: (B)(6) 2011 - the patient underwent implant of a non-bard/davol graft for treatment of rectocele. (B)(6) 2013 - patient underwent implant of a bard/davol flat mesh for repair of rectal prolapse and gential prolapse. (B)(6) 2013 - the patient underwent enterolysis, colectomy with ileal rectal anastomosis due to slow transit constipation. It is unclear whether the bard/davol flat mesh was explanted or manipulated at this time.

Manufacturer narrative:
Currently it is unk whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or pt injury. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or eval info is obtained, a follow up MDR will be submitted. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant / reporter was unable or unwilling to provide any further pt, product, or procedural details to bard. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant / reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.